Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, the iab would not advance completely through the sheath. As a result, the introducer sheath was exchanged, but the iab would still not pass through it. A new iab and sheath were used without difficulty. There were no associated pt complications.